Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. Medical records were not provided. It can be assumed that multiple factors, related to either patient condition and behavior or implantation procedure, contributed to the migration of the screws. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. An additional deeper investigation was performed which identified the design limitation of the locking mechanism of the nail as a potential contributing factor. As part of the deeper investigation, a scientific literature search was conducted and a systematic review of the outcome of intramedullary nailing for acute proximal humerus fracture showed that screw migration and perforation into the joint is the second most common complication following secondary loss of reduction. In addition, scientific literature of competitor and predicate devices were assessed. This review has shown that the proximal humeral system performs better and/or in equal range in comparison with legally marketed similar devices. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 ¿ medical devices: proximal humerus, right, 11x160mm; item# 47-2496-160-11; lot# 3091635; ann blunt tip screw 4x40mm; item# 47-2486-040-40; lot# 3091516; ann blunt tip screw 4x44mm; item# 47-2486-044-40; lot# 3091416; ann blunt tip screw 4x48mm; item# 47-2486-048-40; lot# 3091538; ann blunt tip screw 4x50mm; item# 47-2486-050-40; lot# 3076808; ann blunt tip screw 4x56mm; item# 47-2486-056-40; lot# 3091549; torque limiting handle; item# 27923; lot# unknown. G2 ¿ foreign: japan. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2023 - 00236, 0009613350 - 2023 - 00237, 0009613350 - 2023 - 00238, 0009613350 - 2023 - 00239. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported, that one week after the initial operation the proximal screw was backed out. Revision is not planned, the patient's condition will be continued to be monitored. Attempts have been made and no further information has been provided.